Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('through my intestines/ bowels and was making its way out') and fallopian tube perforation ('it had perforated my fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gastrointestinal disorder. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), flatulence ("I had gas"), constipation ("I was constipation"), tooth disorder ("dental deterioration"), neuropathy peripheral ("neuropathy"), female sexual dysfunction ("sex life problem") and anxiety ("anxiety"). The patient was treated with surgery (davinci hysterctomy and essure device removal). Essure was removed on (B)(6) 2017. At the time of the report, the intestinal perforation, fallopian tube perforation, flatulence and constipation outcome was unknown, the tooth disorder was resolving, the neuropathy peripheral and female sexual dysfunction had resolved and the anxiety had not resolved. The reporter considered anxiety, constipation, fallopian tube perforation, female sexual dysfunction, flatulence, intestinal perforation, neuropathy peripheral and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : intestinal perforation, fallopian tube perforation, flatulence and constipation. Most recent follow-up information incorporated above includes: on (B)(6) 2020: essure removal date added. New events denal deterioration, neuropathy, sex life problem, anxiety added. Current condition added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('through my intestines/ bowels and was making its way out') and fallopian tube perforation ('it had perforated my fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), flatulence ("I had gas") and constipation ("I was constipation"). The patient was treated with surgery (davinci hysterctomy and essure device removal). Essure was removed. At the time of the report, the intestinal perforation, fallopian tube perforation, flatulence and constipation outcome was unknown. The reporter considered constipation, fallopian tube perforation, flatulence and intestinal perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : intestinal perforation, fallopian tube perforation, flatulence and constipation most recent follow-up information incorporated above includes: on 20-mar-2020: social media received-fu 3, fu 4 and fu 5 proceeded together. New events it had perforated my fallopian tube, through my intestines/ bowels and was making its way out, I had gas, I was constipation were added. On 20-mar-2020: social media received-fu 3, fu 4 and fu 5 proceeded together. Reporter was added no new clinical information. On 20-mar-2020: social media received-fu 3, fu 4 and fu 5 proceeded together. No new clinical information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery done via hysterctomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.